Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post operatively. It was noted that the ra lead was sensing r wave ventricular activity. It was noted the patient was intubated and received pharmacological intervention. The lead was revised and remains in use. No patient complications have been reported as a result of this event.